Manufacturer narrative:
This record is a consolidation of records summarized as part of FDA¿s voluntary malfunction summary reporting program. 6 devices were returned to resmed/ resmed authorized service centers and evaluations confirmed the reported complaints. Of the 6 reported complaints with device returns: 1 was resolved with an external battery replacement; 1 was resolved with an internal battery replacement; 4 were due to a software issue. All devices were serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
This report summarizes 6 malfunction events where it was reported to resmed that astral 150 devices failed to charge its battery. There was no patient harm or serious injury reported as a result of these incident.